Event description:
The customer reported that the system shut down multiple times in the middle of a surgical procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Some loose screws on the generator driver board were tightened. The system was then found to be operating as intended.